Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion was able to verify the customer's reported issue. Visual inspection revealed burn marks located on the connector housing to the external power. The service technician scrapped lap top ventilator sprintpack

Event description:
The customer reported model lap top ventilator sprintpack has no power, no led's and is not passing power to the lap top ventilator. The customer confirmed there was no patient involvement associate with the reported malfunction.